Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that during a tka surgery, the vis adpt guide kit jii presented an unknown problem. The procedure was resumed after a significant delay and multiple tibial recuts. No further consequences were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. However, a review made by the quality engineering team revealed that the femur was under segmented which could have caused the block to fit in an unintended position. This is believed to have affected the planned alignment. The manufacturing team was assigned to review the visionaire segmentation work instruction again. Since this failure mode rate is within the anticipated acceptable risk limit in the risk management plan, no additional actions will be taken at this time. A review of complaint history of 12 months revealed similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to inspection drawings, part number, size, implant type, hand, recut type and sawblade thickness shall be verified. Also, part configuration shall be compared to print. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.